Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls connected to the event were within specification. Assay performance checks performed by the field service representative were within specification. No issue was found. No adverse events were reported.

Event description:
The user experienced an ongoing issue with questionable troponin t results and provided data for one patient sample. The result with the troponin t reagent was 0.265 ng/ml with a data flag and the result with the troponin t stat generation 4 reagent was <0.010 ng/ml with a data flag. The sample was sent to another laboratory for testing and the result was <0.010 ng/ml. The erroneous result was not reported outside the laboratory. No adverse events were alleged. The troponin t reagent lot number was 15930001 and the troponin t stat generation 4 reagent lot number was 15989401. The field service representative was unable to determine a cause and could not duplicate the issue. He checked the instrument and ran performance testing to verify the analyzer operation.